Manufacturer narrative:
The venous bubble sensor failures occurred prior to use. Additionally, the customer stated that the venous bubble sensor cable were damaged, but did not specify exactly what the damage was. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The serial number of the cardiohelp devices has not yet been provided. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not yet been provided.

Event description:
It was reported that six venous bubble sensors were defective. These sensors were found to be defective during an fsca action, fsca 1427918. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required as there is limited flow. Complaint ID (B)(4).